Event description:
It was reported that the atrial lead had low impedance. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52. The full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.